Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) activated approximately 2 or 3 weeks ago. The patient noticed a curve in his penis after the device was activated and has not gone away while he has been practicing on use of the implant. Boston scientific patient education coordinator suggested the patient to encourage the patient to reach out to his physician for evaluation. The patient has a follow-up appointment with his physician.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.